Manufacturer narrative:
Medtronic investigation of returned suspect dvi-d 6ft. Cable finds that the returned cable was found to be in good condition with no apparent physical damage. When connected to a known good system, the image on the monitor was normal with no issues. No problem found.

Manufacturer narrative:
Patient identifier, age and weight were not made available from the site. On (B)(4) 2016 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. Return requested. Replacement dvi-d 6ft. Cable shipped to site (B)(4) 2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent), the site's navigation system monitor flashed back and forth between a black screen and the software, this occurred while navigating. The surgeon opted to discontinue the use of the navigation system to continue. The surgeon completed the procedure. Delay in therapy was less than one hour. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Further investigation into this event found a related event reported via 1723170-2016-00361. In 1723170-2016-00361 the navigation system monitor and iso 100-240vac 600w transformer were replaced to resolve the issue and returned for analysis. Medtronic investigation of the suspect navigation system monitor found that when the monitor ran for 3 hours, the reported issues could not be duplicated. No fault found - device found to be fully functional. Medtronic investigation of suspect transformer, found that this unit is fully functional. All outputs good under load. Torroid is secure. No fault found. Testing was unable to replicate the reported monitor flashing black problem. A medtronic representative replaced the navigation system monitor and transformer and performed a navigation system check-out, all areas passed. After replacement of the navigation system monitor and transformer the issue has not recurred. No further relevant issues reported.

Manufacturer narrative:
Patient sex now provided. Patient weight now provided. Device manufacturing date now provided.